Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (failed incoming testing) has been confirmed. Upon investigation the monitor was unable to undergo incoming functionality testing. The monitor's electrode belt connector guide pins were bent and unable to latch with an electrode belt. The root cause for the damaged connector was excessive force. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient's monitor failed incoming testing.